Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports a leakage from the connecting part of the luer hub and infusion line or from juncture hub while in use.

Event description:
The customer reports a leakage from the connecting part of the luer hub and infusion line or from juncture hub while in use.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen cvc catheter with a statlock attached to the box clamp for evaluation. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Residual adhesive material was observed on the catheter body in several locations and there was evidence of use in the form of dried blood. Functional testing identified a leak in the catheter body. Microscopic examination revealed a slice at the location of the leak identified in functional testing. The appearance of the slice is consistent in appearance with material that has been cut by a sharp object. The slice in the catheter was located approximately 148-150 mm from the distal end of the juncture hub. The location was consistent with the slice found during visual and functional inspection. The length and outer diameter of the catheter body were measured and were found to be within specification. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the proximal extension line when pressurized. Water was observed leaking from the catheter body when the distal extension line was pressurized. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The IFU directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU warns to not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. It also warns to not use scissors to remove dressing to reduce the risk of cutting the catheter. It also cautions to check ingredients of prep sprays and swabs before using because some disinfectants used at the catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The customer report of the catheter body leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small slice in the catheter body from the distal line. The appearance of the damage was consistent with material that has been cut by a sharp object. A device history record review for the catheter did not reveal any manufacturing related issues and the catheter met all relevant dimensional requirements. Based on the appearance of the slice, the report that the damage was observed during use, and since no leakage was reported during pre-insertion flushing, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.